Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-nov-24. It was reported that the device would not be returned as it was discarded at the time of replacement. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the pump ran empty and was alarming. The pump was empty at the time of interrogation. The rep did not know the cause of the empty pump. The pump was replaced because it was dry and alarming. The issue was resolved as the the pump was replaced on (B)(6) 2019. The device status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid, along with another unknown drug, via an implantable for spinal pain. It was reported the patient's pump was emitting a critical alarm which the patient thought started on (B)(6) 2019. The patient reported the reason the pump was out of medication was because the "catheter pulled out of my spine." It was reported a replacement surgery was scheduled for (B)(6) 2019 (please refer to MFR report number 3004209178-2019-20658 regarding this catheter event). The patient was directed to follow-up with their healthcare provider (hcp). No symptoms were reported. Additional information was received from a manufacturing representative (rep) later that day, 2019-oct-18. The pump off pass code was provided per the physician's request. The pump was shut off. It was later reported on (B)(6) 2019 the pump was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the pump was replaced and the new pump was filled. The patient was receiving effective therapy at the time of the report, (B)(6) 2019.